Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This occurred in canada. Consumer reported after inserting a tampon she realized that the string was too short. She was able to remove the tampon on her own and did not seek medical assistance.